Event description:
A registered pharmacist reported that the patient experienced their v-go devices fall off four times. It was reported that the patient preps their arm with an alcohol wipe and lets it dry before applying. It was reported that a device sample is available for return to the manufacturer for evaluation. However, to date has not been received.

Manufacturer narrative:
Device evaluation: seven devices were received and evaluated for the device fell off event complaint. All device functions were tested, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.